Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was apparent explant damage.the device is part of the advisory for this model.

Event description:
It was reported that the physician attempted to remove the right ventricular lead, however the helix would not retract. The lead was cut and capped. A new lead was implanted. No patient complications have been reported as a result of this event.